Event description:
It was reported that shaft break occurred. A 4.50 x 28mm synergy shield drug-eluting stent was advanced for treatment. However, prior to reaching the lesion, the proximal part of the catheter shaft was broken. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported. The patient has fully recovered.